Event description:
A surgeon reports a patient was not satisfied with the outcome following cataract surgery. According to the surgeon, preop measurements were calculated to bring the patient to -2.5d. The actual outcome was +1.75d. The lens remains implanted. Additional info has been requested.